Event description:
It was reported that the patient experienced a loss of therapeutic effect one morning. The patient knew how to increase stimulation, and planned to do so as she was not feeling a stimulation sensation. The patient later reported that she was still having concerns, and had an appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: programmer: model 37743, serial# (B)(4). Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3093-28, lot# va00ee6, implanted: (B)(6) 2012, explanted: na. Lead: model 3093-28, lot# va00ee6, implanted: (B)(6) 2012, explanted: na.